Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to annex code b. Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the even happened during the procedure. There was no instrument collision, it is unknown if there was any visible cables at the distal end. There was a few minute delay to change the instrument. Nothing fell into the patient and they used a backup instrument to complete the procedure robotically.